Event description:
A 72 yr old female sustained a long oblique subtrochanteric femur fracture. 9/96, implanted with a compression hip screw. This system failed, was removed and implanted with the femoral nail on 1/5/97. On 3/11/97, pt felt and heard a cracking noise, then fell. 3/12/97, this broken femoral nail was removed and replaced with a larger nail.